Event description:
Boston scientific received information that during the implantation of this right atrial (ra) lead, the lead was repositioned several times in order to find an acceptable threshold measurement. During the third repositioning attempt, the helix would not retract. Several attempts were made to retract the helix, including putting different stylets into the lead, but they were unsuccessful. It was advised to remove this lead and to use another one; however, the physician decided to leave the ra lead in its current position as the threshold measurements were acceptable and the helix seemed to be well fixed into the tissue. The implant procedure was completed. Two days later, an x-ray revealed that this lead had dislodged. A lead revision was performed and the ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. The physician attempted to retract the helix after it was explanted but once again the helix would not move. The ra lead will be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Based upon the clinical observations and the laboratory findings, laboratory testing concluded that body fluid and/or tissue inside the helix housing caused the irregularity in helix function. However, analysis was unable to confirm the lead dislodgment.

Manufacturer narrative:
Once the ra lead is returned and analysis completed, this report will be updated.